Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Fiducials were administered transperineally prior to spaceoar implantation. The procedure was done under local anesthesia. The physician confirmed that 2cc of hydrogel was noted in the rectal wall and prostate. Two weeks later the patient was bleeding from the rectum. It was also mentioned that two kits were used to improved separation which did not turn out to be very good with more gel in places not intended. The patient will need to wait for the gel to dissolve in the rectal lumen and will receive external beam therapy (ebt). The patient is doing better.